Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2020 with blood glucose of 300 mg/dl. The customer did experienced the symptoms such as vomiting. The customer treated with the insulin pen. The insulin pump will not be returned for analysis.